Event description:
It was reported that the customer was hospitalized due to high blood glucose of 358mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past twenty four hours. Troubleshooting was performed. It was stated that the customer had ketones and was throwing up when he drank water. Reviewed the programming and found that the customer was using novalog insulin. Ran a fixed prime and high pressure test and the tests passed. It was stated that the customer had areas checked for scar tissue. It was stated that the customer's most recent current glucose reading was 94mg/dl, and the ketones still were high. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.